Event description:
It was reported that the rear casing of the external pulse generator was cracked. It was noted that it was possible that the device had been dropped. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the rear casing (lower case) was broken. Analysis also found that the lower case, ring cover and lead flex cover were broken, that the side bail covers were missing and broken, the battery contacts were compressed and one side bail was missing. (B)(4).